Event description:
It was reported that during implant attempt, the lead dislodged. When physician attempted to reposition, the helix would not extend after 20-25 turns. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed that the outer insulation was breached/cut and there was blood noted inthe helix mechanism.